Manufacturer narrative:
Follow-up # 1 date of submission 06/22/2015-device evaluation: the pump has been returned and evaluated by product analysis on 06/08/2015 with the following findings: a review of the pump black box data revealed multiple pump reboots. During a visual inspection of the pump, the battery compartment was found to be cracked. The returned battery cap contacts measured within required specifications. The battery cap secured properly to the pump, and a power loss was not observed. The pump was exercised for 24 hours with no power interruptions. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. The intermittent power issue was shown in the pump history but was not duplicated during investigation. Unrelated to the complaint, the pump powered on with a dim, discolored display. Also unrelated to the complaint, investigation revealed that the audio bolus button was detached and missing from the pump. The functionality of the bolus button was not able to tested due to the missing button cover.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.